Event description:
The customer reported that the intellivue multi measurement server x2 displayed a "speaker malfunction" inop. It could not be confirmed if there was sound coming from the device. No patient involvement.